Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient had a surgical intervention where the full drg system was explanted .

Manufacturer narrative:
Therapy date is estimated. During process of complaint, attempts were made to obtain the event date but not obtainable. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-13078. It was reported patient did not experience effective coverage of pain relief. Physician stated that leads are ventral and wants to improve placement. To address this issue patient may be awaiting surgical intervention at a later date.